Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred, a 4.00 x 20 synergy ii stent was selected for use to treat the lesion. However, it was noticed that the mid portion of the stent struts were raised and deformed. No patient complications were reported, the device did not enter the patient's body.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Middle stent struts were bunched and lifted from the stent profile, distal stent struts were pushed in a proximal direction along the balloon. The proximal end of the stent was undamaged and had not moved on the balloon. Crimp markings were evident on exposed balloon material, indicating correct crimping and positioning of stent prior to event. The undamaged section of the crimped stent od(outer diameter) was measured and the result was less than the maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred, a 4.00 x 20 synergy ii stent was selected for use to treat the lesion. However, it was noticed that the mid portion of the stent struts were raised and deformed. No patient complications were reported, the device did not enter the patient's body.